Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported ins was removed around (B)(6) 2021. Pt reported that the ins was confirmed to have moved, when the pt was put under fluoroscopy x-ray at the hcp's office. Pt reported that before they confirmed the ins had moved, they had had so much pain "down there" (pss understood this to be at the ins site) that they spoke to hcp. Pt noted hcp moved the ins a week after doing the fluoroscopy, but they do not know if the ins was sent back to mdt. Reviewed considerations of disposal w/ the pt. Pt noted the mdt rep told them that they have only seen the ins migrate 7x in the past 9y like it did for the pt. Pt stated he never had any falls/traumas because they are home bound and walk w/ a walker or cane. Reviewed known adverse events, implant of the ins, and advised follow-up w/ the hcp to further discuss medical questions. Pt stated they see the hcp next week.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. He reason for call was pt stated that the trial before their implant was good but about a month after implant date (implant date was (B)(6) 2019) something did not seem right to the pt. For a year and a half now the pt found out that their ins was completely off to the right of the spine. The caller was redirected to their medtronic representative. Pt mentioned that they have had 5 surgeries on their spine. Pt mentioned that they were currently not using their ins because of the ins not being on their spine. Additional information from the manufacturing representative indicated that the "ins being completely off the right of the spine" was the lead placement leaning right. They stated that the cause of this was unknown. Patient weight is unknown. The device was explanted as a result.